Manufacturer narrative:
The device has been returned but the evaluation is not yet completed. As such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available. Device return date is not available. An independent laboratory performed for olympus a culture test for the device after the device was reprocessed per the directions of the instructions for use. The test results indicate that the culture sampling results for all channels are within the alert levels (between 5 and 25) established by the (B)(6) regulation of (B)(6) 2016 with a number of revivable microorganisms less than 1 cfu/endoscope. Revivable microorganisms: 23 cfu/endoscope (B)(6); (B)(6) was detected but below target level.

Event description:
As reported by the customer, after a microbiological routine sampling of this device, carried out as required by (B)(6) regulation, unexpected contamination was detected which was above the acceptable threshold. The test was performed prior to use of the device in procedure. The user did not report any contamination or any other deterioration in state of health of any person, to which this medical device could have been a contributory cause.

Manufacturer narrative:
Additional information has been received from the customer. Correction is being made to event date and device return date is available. This supplemental report is being submitted to provide this information. Please see the updates in sections. Customer provided information on their reprocessing. During pre-cleaning, suction is performed in the channels. Rinsing is performed for the air water channel, auxiliary channel, channel for the balloons, and elevator channel. Detergent used during pre-cleaning and manual cleaning is enzymex l9. Brushing is performed for the suction channel, suction piston, suction access port, balloon channel, and distal/area around the elevator. Model numbers of the brushes used are albyn medical an 258 for scope cleaning, aseptimed 201797 for balloon channel, and albyn medical an 1853018. Disinfecting is performed for manual cleaning with enzymex l9. Automatic endoscopy reprocessor (aer) device is soluscope 4. Detergent used with it is cln 2147727 and disinfectant used is soluscope paa 2148736. The device is stored horizontally in a simple storage cabinet. Maintenance of the device is by olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A defect was noted where the ultrasonic connector was corroded however, this defect is not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.